Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, during a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Device migration complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. A manufacturing record evaluation was performed for the finished device 6452739 number, and no non-conformances were identified. Reason for device explant and/or reoperation: migration. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction revision with a mentor memorygel breast implant 360cc and experienced rupture on the right breast implant and migration on the left breast implant. The patient experienced bilateral breast implant deformity. The rupture was confirmed by MRI. As a result, the patient will undergo explantation and replacement with mentor smooth round moderate plus 400cc silicone gel breast implants on (B)(6) 2019. This medwatch is for the left breast implant.